Event description:
Dealer advised no alarms.

Manufacturer narrative:
Third party repair trc is unable to repair this machine due to it's sieve contamination and will be replacing it for them.

Event description:
Update: third party repair trc is unable to repair this machine due to it's sieve contamination and will be replacing it for them. Dealer advised flow of the oxygen coming out is poor. Dealer advised no alarms.

Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.